Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion sets failing to eject during insertion because one side of the serter became stuck and would not release after pressing the button on 05 feb 2026. No further information available.